Event description:
My animas ir1200 insulin pump failed again for the fourth time due to an unknown electronic error whereby the screen froze and insulin delivery was suspended. The device did not warn me that insulin delivery was suspended, and I was traveling internationally and had no backup or access to health services. Being insulin dependent and not having an alternative insulin delivery method, I contacted animas customer support, which was not toll free, and I was charged international rates. The customer support only had a call center available that later connected me to be unhelpful nurse who recommended I seek emergency services and that they will send me a replacement pump to my home address in the u.s. My blood sugars rose since I had no insulin delivery alternatives and if it wasn't for some luck and a kind nurse who had syringes for me to use at a local clinic in the country I was visiting, I would have died from dka. I have had an animas ir1200 pump fail each year since I have owned one. I have contacted them about upgrading to a more recent model, but they refuse to let me since the existing warranty which covers 5 years of MFR's defects has not expired. D2. Dose or amount: insulin, frequency: hourly, route: sq. Dates of use: 4 yrs. Diagnosis or reason for use: type 1 diabetes.